Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) - it was reported that patient enrolled in a clinical study underwent a left knee procedure. Patient reported a feeling of the knee "might suddenly giving way" during six month post op visit. No report of knee "giving away" during one year post op visit. No revision has been reported. No further information has been made available at this time.